Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator was found to be in the back up mode due to event queue overflow related reset. Programming changes were made on the device. No patient consequences.